Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 70 mg/dl. Customer consumed carbohydrate to address their bg level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. There were no boluses delivered on 4/1/2024. The complaint could not be confirmed.